Manufacturer narrative:
The events occurred during unknown dates from (B)(6) 2020 and the present. (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the spike of an unspecified quantity of clearlink system non dehp solution sets "fell out" of an unspecified amino acid bag. This issue was identified during setup. There was no patient involvement. No additional information is available.